Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes c5ep64000, c5erd4000, 2743914, c6agj1000 or c4yj84000. A search of the complaint database finds additional reported incidents against lot codes 2769647 and 2702760 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges pain, discomfort, elevated cobalt and chromium levels, cysts, loosening of the femoral components and infection. Medical records, provided with litigation, indicate patient was revised to address mom disease, loose femoral components, infection, broken screw, crack in the greater trochanter at the anterior wall of the femur, occurring when reaming.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 04/10/2014 - pfs was received from legal, primary and revision medical records were received from legal. Records are available for further review.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes c5ep64000, c5erd4000, 2743914, c6agj1000 or c4yj84000. A search of the complaint database finds additional reported incidents against lot codes 2769647 and 2702760 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.